Event description:
Regarding mentor memory gel implants- device has electronic apparatus, which is visible in an xray and is leading to significant harm as the electronic device is hacked. I am essentially microchiped. Even if it's by a qr code, it's leading all my employers to hack my life. Reference report #mw5145962.